Event description:
The notification received for the clinical study indicated that the pt experienced dyspnea resulting in hospitalization: dyspnea by pulmonary edema by a decompensate chronic cardiac insufficiency. The pt expired after being discharged from the hosp. An autopsy was not performed.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference mfg reports # 9616099-2008-00243 and 9616099-2008-00244. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of product met all requirements per the applicable mfg quality plan. Any additional info will be submitted within 30 days of receipt.